Event description:
During product evaluation by baxter canada failure code 703:00 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation failure code 703:00 was confirmed. Failure code 703 was caused by a defective user interface module printed circuit board (uim pcb) which was replaced. The device was returned to the customer fully operational.